Event description:
A dialysis pt reported not draining well and had stomach cramps, diarrhea and vomiting. The peritoneal dialysis (pd) nurse reported the pt had a confirmed streptococcus beta hemolytic peritonitis. She was treated with vancomycin and gentamycin initially and then penicillin for two weeks with the culture and sensitivity report. The pt had stomach flu just a few days prior and the md believes she was not using her mask and cross contaminated. No further medical interventions were required and no peritoneal dialysis treatments were missed.

Manufacturer narrative:
The peritoneal cycler (plant investigation) is undergoing evaluation. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.